Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation as the cuff, cannot be removed due to coagulation abnormalities, remains in the pt. A lot history review (lhr) of revg1314 showed no other similar product complaint(s) from this lot number.

Event description:
It is reported that the doctor noticed this event because the catheter was sliding. The doctor found the cuff was separated from the catheter through the imaging. Currently, the cuff cannot be removed due to coagulation abnormalities. The catheter had been implanted on (B)(6) 2012.